Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.